Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The blood glucose results were 225, 160, and 300 mg/dl. Tests were done wihtin 10 minutes. Patient did not experience any adverse events. No furhter information has been reported.